Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review of egms, the right ventricular lead exhibited high frequency noise and intermittent non capture. During an unrelated procedure, the lead was capped and a new lead was implanted on the right side due to occlusion of left subclavian vein. Patient did not experience any adverse events pre or post procedure.